Event description:
It was found that the handpiece no longer meets the specifications for impedance, phase margin and frequency. Device used during a mammary artery procedure. Another handpiece completed case. No patient consequence.